Manufacturer narrative:
(B)(4). Batch #n92l75. The device was returned with the tissue pad damaged, melted, and 100% present, not detached as reported. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during training with the device, on a pig at the hospital, the following problem occurred: white blade took off from the passive branch.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2016. Corrected data = event date (B)(6) 2016.